Event description:
Customer reportedly obtained a result of 3.8 inr on the coaguchek xs system and 2.76 inr on a comparison lab. Coumadin was reduced from 12.5mg to 10mg based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.